Manufacturer narrative:
Date of onset of symptoms is unknown/ not provided. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that zxr00 19.5 diopter was explanted from a male patient's right eye due patient not being able to tolerate halos and glare. Incision enlargement was required to accommodate the non-amo replacement lens. Through follow up it was learned that the lens will not be available for evaluation.

Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.